Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer initially called to report high blood glucose levels. The customer later called to report that she was hospitalized for low blood glucose levels. The customer stated, she treated her previous high blood glucose with a manual injection and she later started feeling nauseous. The customer stated she drank juice but her blood glucose kept going low. Troubleshooting had been performed during the high blood glucose call. The insulin pump was programmed correctly and also passed the prime test.